Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system displayed a pd error message. Technical services (ts) was consulted and reviewed the available data. Ts discussed the system impedance had a downward trend but was still within range. Ts recommended x-ray imaging to confirm systems current position. Information from the field indicates the error message was cleared, with only the device only indicating an incorrect date and no other issues were noted. The physician opted not to perform a defibrillation threshold (dft) test or x-ray imaging. This electrode remains in service. No adverse patient effects were reported. At a later date, a dft was performed and it unsuccessful, with the shock impedance high but still within range. A revision was performed and the electrode was repositioned. A dft was performed and it was successful, with the shock impedance measurement decreasing and still within range. This device remains in service. No additional adverse patient effects were reported.